Event description:
Boston scientific received information that during a routine follow-up of this implantable cardioverter defibrillator (ICD), a warning message displayed on the programmer that a shorted shocking condition had occurred. Troubleshooting is in progress. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Manufacturer narrative:
Additional information was received that the patient was tested the same day that the condition became known, and the results of test shock values were in normal ranges. A shorted shocking lead condition could not be confirmed. Root cause of the initial observation could not be confirmed, but the system was determined to be okay. No revision will take place, and the patient was sent home. No adverse patient effects were reported.